Manufacturer narrative:
As received, a complete lead was returned for analysis. The s-curve hump height was measured, and it was within product specification. The reported event of failure to capture was not confirmed. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not reveal any anomalies.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, increase capture threshold which resulted in loss of capture was observed on the left ventricular (lv) lead. An x-ray was performed and dislodgement of the lv lead was confirmed. The lv lead was explanted and replaced to resolved the event. The patient was in stable condition.